Event description:
Philips received a complaint by the customer on the v60 indicating that the device is intermittently self powering on. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse reconnected the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.